Event description:
It was reported that the pump alarmed during infusion. The pump was connected to a patient at the time of the event. Patient was not medically affected but did not receive the complete dose. The event occurred at patient home, and the operator was healthcare professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.